Event description:
It was reported that pump displayed malfunction code with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer contacted support, was guided through pump reset, did not experience repeat malfunction after reset, was advised to continue using pump, and was instructed to call back if malfunction code recurred.